Event description:
It is reported that the bone drill bent and then fractured upon pressure.

Manufacturer narrative:
Evaluation summary: as returned, approximately 1.4" of the fluted end of the drill bit was missing. Additionally, the drill bit exhibited significant striations approximately 1" from the shank in the same location of the striations. These striations indicate that the drill bit experienced interference when rotating within a hole of a cut block increasing the contact pressures between the two devices thus resulting in cold welding and galling. Additionally, it is probable that the drill was toggled during use causing the drill to bind and seize within the hole of the cut block and was subsequently bent in an attempt to remove the drill from the hole of the block. Cause cannot be definitively determined. Evaluation: this instrument has a potential filed age of 16 months. Device history records indicate all components were manufactured and inspected to specification.